Event description:
It was reported that two zipfix closures failed during a procedure. The needle broke off one closure during insertion, and the surgeon used forceps to hold the implant, damaging the integrity of the other closure. No fragments remained in the patient. The surgeon completed the procedure using standard sternum closure wires. No harm to the patient. Both parts were discarded. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
This report is on complaint (B)(4).